Manufacturer narrative:
The device was not removed. The manufacturing records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that the patient passed away due to a myocardial infarction. The patient was reported to have had the device removed a month prior to passing and there were no reports of device-related issues from the patient prior to the passing. Nevro attempted to obtain a medical assessment and confirmation of device removal from a physician but no additional information was available.